Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.4., d.6., d.7., d.10., g.1., h.3., h.4., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional confirmed affected side was the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Evaluation: visual analysis of the returned device identified: opening, crease fold, white and yellow particles. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool on radius side. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on radius side due to surgical damage.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii and also reported "particles in valve".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown and "patient's concern with the product". Device remains implanted. This record is for the left side.